Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: d274trk ICD, implanted: (B)(6) 2010. (B)(4).

Event description:
It was reported that both the left ventricular (lv) lead and the right ventricular (rv) lead had high but stable thresholds. Both leads remain in use. No patient complications have been reported as a result of this event.